Manufacturer narrative:
The soft cannula was observed to be elongated and measured out of specification. While testing the fluid path, damage was observed on both the exposed and unexposed portions of the soft cannula resulting in fluid leaking. It was determined that all cannula damage stemmed from the same event, however the exact cause and timing could not be determined. Data review revealed no evidence of the system struggling to deliver insulin to the user. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.

Event description:
It was reported the patients blood glucose level rose to 300 mg/dl while wearing the pod between 24 and 36 hours. As treatment, the patients father gave a correction before applying a new pod.